Manufacturer narrative:
It was reported by the customer that a patient complained of red and painful heels after a surgical procedure where a mistral air unit was used on the patient's feet. There was no alleged malfunction of the unit, only that the patient complained of painful heels after the procedure. It was reported that mistral air blanket was plugged in at the foot end and wrapped around the patient's feet with the incorrect side of the blanket facing the patient. The nurse evaluated the patient and reported that there was no blistering on the heels. The patient was treated with silvadene cream and discharged the following day.the mistral air unit was not returned for evaluation. The device was not returned

Event description:
It was reported that the patient was in pacu-recovery complaining about heels being hot and painful. Pacu nurse observed the patients heels and reported redness. Wound care nurse was called and reported that the patient had redness on right heel, left heel unable to be assessed due to patient pain. Silvadene cream was applied to both heels. Wound care nurse reported redness and no blistering. Wound care nurse went back to check patient next day and reported no blistering. Patient was discharged the following day and sent home with silvadene cream.

Event description:
It was reported that the patient was in pacu-recovery complaining about heels being hot and painful. Pacu nurse observed the patients heels and reported redness. Wound care nurse was called and reported that the patient had redness on right heel, left heel unable to be assessed due to patient pain. Silvadene cream was applied to both heels. Wound care nurse reported redness and no blistering. Wound care nurse went back to check patient next day and reported no blistering. Patient was discharged the following day and sent home with silvadene cream.